Event description:
The customer reported to the philips service center that they had a speaker malfunction.

Manufacturer narrative:
(B)(4). The customer reported to the philips service center that they had a speaker malfunction, the speaker still emitted sounds. It remains unknown whether this report represents the generation of a visible "speaker malfunc." Inop message, or how the speaker failure manifested at all (e.g. If the speaker still emitted sounds despite the error message). As the customer has apparently recognized the speaker failure, and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.